Manufacturer narrative:
Visual inspection of the returned needle revealed no anomalies. The needle's tip was normal in appearance. The needle was still in functional condition. The cause for the reported pericardial effusion is unk. (B)(4).

Event description:
It was reported while performing an atrial fibrillation ablation procedure, the transseptal area of the heart was scanned with the intracardiac echocardiography (ice) and the physician proceeded to perform the transseptal puncture with a sjm brk-1 needle. The physician crossed the septum, pulled needle back and moved the sl1 sheath into place. He then placed the cool path catheter through the sheath and into the left atrium and pulled the sl1 sheath back slightly. The physician used a second sl1 sheath to cross the septum next to the ablation catheter. He then passed the original sheath back into the left atrium. A reflexion spiral catheter was advanced through the second sheath and heparin was given. While mapping with the spiral catheter, a slight drop in the pt's blood pressure was noted. The physician scanned the ventricle with the ice catheter and a pericardial effusion was noted. The catheters were pulled back and the case was aborted. A pericardiocentesis was performed and the pt left the lab in stable condition.